Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 10/18/2024. H6. Component code: g07002 - device not returned. Additional information was requested, the following was obtained: please clarify if there were consequences for the patient. No. How long was the delay?4-5 mins. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Initial report mention two devices, please clarify how many devices was used on this single procedure. 4-5 vicryl foils and 4-5 mersilk sutures. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). Additional information was requested, the following was obtained: did 4-5 vicryl sutures break during this one patient procedure ((B)(4))? Yes. Did 4-5 additional mersilk sutures break during the one patient procedure reported under (B)(4)? Yes. The following information was requested: the additional information indicates 4-5 mersilk suture breakages during the procedure. The product code for mersilk suture is unknown, please provide the product code. Is product returning for the unknown mersilk suture? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date suture was used. There was consecutive breakage of suture thread 4-5 times in ot. The surgery was delayed due to the reported event. Another suture was used after the event occurred. No adverse patient consequences were reported. Additional information was requested.